Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal right coronary artery (rca). A 20mm x 3.00mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, the balloon ruptured right after starting dilatation. The lesion was observed with intravascular ultrasound (ivus) and calcification was noted. The device was completely removed from the patient's body and the procedure was completed with a 3.0x10 flextome cutting balloon. No patient complications were reported and the patient's status was good.